Event description:
Report received from the USA stating that according to the operating room (or) "cord was coiled and would not function" during a laminectomy procedure. There was a delay of approximately 25 minutes due to getting another drill. There were no injuries or medical intervention reported. There was no accessible patient information that could be provided. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specifications. The event was confirmed. If additional information is received, a supplemental report will be sent.